Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter failed due to a connection timeout. Global transmitter final functional test was performed and the transmitter failed as it failed to authenticate. Data was available in the cloud and in the receiver log. Data was reviewed and the transmitter failed as a 'loss of connection' gap was present in the receiver logs and the share logs. The customer complaint of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.